Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e215 was a circuit board in the charge-coupled device/scope malfunctioned by handling such as: earth wire of system equipment was not connected, with system equipment turned on, the scope connector was disconnected and connected, stain or liquid adhered to contacts of the video connector, or failure of system equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope produced error code e315 which signifies an incompatible endoscope. The incident was discovered during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The subject device was returned and evaluated. The reported error code e315 was not confirmed, however the sporadic failure was likely. The evaluation also uncovered peeling between the 4th and 5th ring of the insertion tube. The rubber glue also had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion